Manufacturer narrative:
(B)(4). Device returned to MFR: the device was returned for analysis. Device analysis revealed a damage/marker flakes off in the femoral marker. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Imaging core windup was not found within the telescope section of the device. Wind up was not found after dissection (near of distal strain relief) of sheath assembly and pulled. The device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis, no discernible defect could be seen. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on investigation completed on 26-jan-2017. It was reported that lost image occurred. An opticross¿ imaging catheter was selected for use. During the procedure, image disappeared when the opticross¿ was inserted into a guide catheter. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported. However, device analysis revealed a damage/marker flakes off in the femoral marker.